Manufacturer narrative:
The insulin pump was received with no battery out of limit alarm. All operating currents are within specification. The insulin pump passed displacement test and self-test. No unexpected low battery or off no power alarms were noted. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly were noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot, stained end cap sticker and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 150 mg/dl. The customer stated that the keypad is not working properly. The customer stated that she received a battery out limit while changing the battery. The customer stated that she cannot clear the alarm because the act button is not working. The customer stated that she had some sweat on the waist pouch and it was cold outside. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.